Event description:
During a bypass procedure the arterial pump shut down. The pump was controlled by a bubble monitor and an e13 error message was flashing on screen. (E13 is no communication between ups and control desk). She was unable to turn off the bubble control module. She turned off the main switch and the power to the pump backup, which left the control desk shut down, which allowed her to go back on bypass. During the approx 30 seconds they were off bypass, the monolyth oxygenator spilled 500cc of blood on floor. There was no pt impact or harm from blood loss.